Event description:
It was reported that the blade broke off in the saw. The event occurred after the case was completed. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and an eval confirmed the complaint. The issue was caused by a loose flat pin. The handpiece was repaired and returned to the account.